Manufacturer narrative:
Sections a3, b5 and h6 were updated. Section h10: the ri bone pins 4 mm x 152 mm qty: 2, part number rob10011, lot number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical medical investigation concluded that a clinical root cause could not be determined based on the x-ray and information provided; however, a user technique of the cori-assisted tka procedure cannot be ruled out as a possible contributing factor to the adverse event. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with user technique/variance. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Event description:
It was reported that after a cori-assisted tka, patient sustained a femoral fracture close to the joint. Fracture line goes through the pin hole. Fracture was not completely consistent because she could walk on her leg. Patient was given an orthotic just to be safe and was not allowed to fully ballast at 6 weeks. No further treatment was required. The fracture healed.

Event description:
It was reported that after a cori-assisted tka, patient sustained a femoral fracture close to the joint. Apparently, not completely consistent because she could walk on her leg. Patient was given an orthotic just to be safe and was not allowed to fully ballast at 6 weeks. The fracture is now healed. Patient's current health status is unknown.

Manufacturer narrative:
H10. Internal reference number: (B)(4).